Manufacturer narrative:
Device evaluation: returned device was received in good condition with scratched sreen. No evidence of reported problem in event log was found. During the evaluation of the device the customer's reported problem was not verified. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Problem the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy 1, 6400 infusion pump, failed accuracy -8.65%(while testing). No patient involvement.